Event description:
It was reported that this patient presented to the emergency room after receiving defibrillation therapy for a ventricular arrythmia. Interrogation was performed and an error was generated which indicated a suspected shock was delivered into an open circuit, and a shock impedance occurred that was greater than 145 ohms. The patient was admitted to the hospital. A boston scientific technical services consultant reviewed the events in question. Non-sustained ventricular tachycardia (nsvt) resulted in ventricular tachycardia (vt). Anti-tachycardia pacing (atp) stopped the arrhythmia, but the patient quickly went back into nsvt/vt and atp was delivered again which accelerated the rhythm to ventricular fibrillation (vf). The device charged and diverted a charge due to undersensing. Redetection occurred and a shock was delivered, and the patient returned to normal sinus rhythm. However, the patient went back into suspected vt, charging occurred but the shock was diverted due to the arrhythmia falling across the vt-1 zone at 200 bpm. Redetection occurred and shock delivery slowed the suspected arrhythmia below the vt-1 zone and ended the episode. Both of the delivered shocks had an impedance measurement greater than 125 ohms. Review of the daily measurements showed impedance measurements from approximately 90-100 ohms. There was no other notable diagnostic data from the device. The patient self-discharged from the hospital despite knowing the risks of further vt/vf occurring with the current high shock impedance. No additional adverse patient effects were reported. It was reported a procedure was subsequently performed to revise the right ventricular (rv) lead in question. This implantable device and the associated lead were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving defibrillation therapy for a ventricular arrythmia. Interrogation was performed and an error was generated which indicated a suspected shock was delivered into an open circuit, and a shock impedance occurred that was greater than 145 ohms. The patient was admitted to the hospital. A boston scientific technical services consultant reviewed the events in question. Non-sustained ventricular tachycardia (nsvt) resulted in ventricular tachycardia (vt). Anti-tachycardia pacing (atp) stopped the arrhythmia, but the patient quickly went back into nsvt/vt and atp was delivered again which accelerated the rhythm to ventricular fibrillation (vf). The device charged and diverted a charge due to undersensing. Redetection occurred and a shock was delivered, and the patient returned to normal sinus rhythm. However, the patient went back into suspected vt, charging occurred but the shock was diverted due to the arrhythmia falling across the vt-1 zone at 200 bpm. Redetection occurred and shock delivery slowed the suspected arrhythmia below the vt-1 zone and ended the episode. Both of the delivered shocks had an impedance measurement greater than 125 ohms. Review of the daily measurements showed impedance measurements from approximately 90-100 ohms. There was no other notable diagnostic data from the device. The patient self-discharged from the hospital despite knowing the risks of further vt/vf occurring with the current high shock impedance. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.